Event description:
It was reported an echo was performed and revealed a gradient greater than 80 mmhg and a stenotic valve. The valve was explanted and replaced with a smaller 21mm st. Jude medical mechanical heart valve. The patient is reported to be recovering following the valve replacement. Additional information has been requested.